Manufacturer narrative:
B3: event date ¿ this event occurred in january 2025. H4: device manufacture date - the lot was manufactured june 5-7, 2024. H11: the device was received for evaluation. Upon receipt, visual inspection on the unit via the naked eye noted fluid inside a bag that contained the unit. When the unit was removed from the bag, the cause of leak inside the bag was found to be untightened blue winged luer cap. Signs of surface roughness were not observed inside the cap when inspected under the microscope. Therefore, the cause of leak may be due to a use error by not securely tightening the blue winged luer cap. A functional leak test was performed after properly securing the winged luer cap, an no signs of leaking were observed. Based on the sample analysis result, the device was determined to be a conforming product because no evidence of leak was observed during the functional leak test when the cap was securely tightened. The reported condition was verified. The cause of the reported connection was a user error. The product label (IFU, instructions for use) indicates, ¿ensure that the winged luer cap is securely connected after filling and priming.¿ a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked from an unspecified location. The leak was observed during daily validation in the micro lab prior to patient use. There was no patient involvement. No additional information is available.